Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that the helix was out when the lead was dropped on sterile table for the implant. The lead was not used. No patient consequences were noted.